Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure using an optrell mapping catheter with trueref technology. During the mapping phase, the patient experienced a cardiac perforation that required a pericardiocentesis. First, a soundstar catheter sensor error 6150 displayed on the carto 3. The uls cable and catheter connections were reseated without resolution. The catheter was replaced and the issue resolved. After an hour or less then, the 6150 error reappeared but they did not have time to troubleshoot further. In addition, it was reported that the patient experienced a cardiac perforation that resulted in a pericardial effusion. The physician was adjusting the soundstar catheter and discovered the effusion. Confirmed through echo and other specialists. After, the effusion grew and they started monitoring it, they did a ¿tap¿ pericardiocentesis. The smarttouch sf ablation catheter was in use. No ablation was performed and the arrhythmia was never induced. The last known patient status was stable per the initial call. Additional information was received. The patient required prolonged hospitalization because the needle used to do "the tap" (referring to pericardiocentesis) resulted in a gi bleed. Prior to noting the adverse event, ablation was not performed. Event occurred during the mapping phase. The mapping catheter used was the optrell mapping catheter with trueref technology. Transseptal puncture was performed. No error messages regarding irrigated catheter. The outcome of the adverse event is improved. The sensor error 6150 was assessed as non MDR reportable. The incidence of magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
UDI related data quality updates only. Correction to the initial MDR, incomplete UDI was provided without an explanation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).